Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified or reproduced. The evaluator ran a loaded set without occurrence of the error. The pump functioned as intended with respect to the reported false air in line. The reported symptom multiple "air-in-line!" Alarms were found through a review of the event history log but were not determined if the alarms were true or false. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line. There was no patient involvement. No additional information is available.